Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06may2019. The customer contacted tech support, where they advised the customer to turn the device on in diagnostic mode. It then passed the sst & est test. The unit was found to be working. Tech support performed troubleshooting by suggesting turning the device on in diagnostic mode, which resolved the issue. It then passed the sst and est tests.

Event description:
The device was not turning on. The unit showed a 1014 code. This was associated with a 24v failure. There was no patient harm, and the device was not in use at the time of failure.